Event description:
Boston scientific received info that this right ventricular lead displayed intermittent capture. A chest x-ray revealed dislodgement. The lead was repositioned two days after the implant procedure.